Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform occlusion, prime/delivery, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 272 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.